Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("potentially perforating right coil") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abnormal severe cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2015.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"). At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: on (B)(6) 2015 hysterosalpingogram: occlusion of her left tube and a vertically oriented right essure coil. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 27-apr-2017: quality safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including potentially perforating right coil (understood as fallopian tube perforation) and abnormal heavy bleeding (understood as genital bleeding). On (B)(6) 2015, plaintiff underwent surgery (bilateral salpingectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. The exact date and mechanism of these events are unknown. This case was classified as incident since device removal was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Follow-up information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('potentially perforating right coil, perforation: fallopian tubes') and genital haemorrhage ('abnormal heavy bleeding') in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced procedural pain ("suffered a painful post-operative recovery"), 7 months 29 days after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("abnormal severe cramping"), dysmenorrhoea ("dysmenorrhea (cramping)") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2015.). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower and procedural pain was resolving and the dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain lower, dysmenorrhoea, fallopian tube perforation, genital haemorrhage, menorrhagia and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff¿s symptoms are mostly resolved. Patient received treatment for dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), perforation fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2015: essure confirmation test:- result: unknown. Diagnostic results: on (B)(6) 2015 hysterosalpingogram: occlusion of her left tube and a vertically oriented right essure coil. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 9-sep-2019: pfs received new event added dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), and event outcome added dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). Lab test were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("potentially perforating right coil") and genital haemorrhage ("abnormal heavy bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and abdominal pain lower ("abnormal severe cramping"). The patient was treated with surgery (underwent a bilateral salpingectomy on (B)(6) 2015.). Essure was removed on (B)(6) 2015. On (B)(6) 2015, 7 months 29 days after insertion of essure, the patient experienced procedural pain ("suffered a painful post-operative recovery"). At the time of the report, the fallopian tube perforation, genital haemorrhage, abdominal pain lower and procedural pain was resolving. The reporter considered abdominal pain lower, fallopian tube perforation, genital haemorrhage and procedural pain to be related to essure. The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results: on (B)(6) 2015 hysterosalpingogram: occlusion of her left tube and a vertically oriented right essure coil. Company causality comment this litigation case report refers to a female plaintiff of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015 and reported adverse events including potentially perforating right coil (understood as fallopian tube perforation) and abnormal heavy bleeding (understood as genital bleeding). On (B)(6) 2015 plaintiff underwent surgery (bilateral salpingectomy) and essure was removed. Uterine/fallopian tube perforation may occur with any trans-cervical intrauterine procedure; including insertion of a fallopian tubal occlusion insert (essure). Genital hemorrhage is highly prevalent in women, and may have multiple causes. In this case limited information was given for the above mentioned events. The exact date and mechanism of these events are unknown. This case was classified as incident since essure was removed via surgical intervention. A product technical analysis is being sought. Follow-up information will be obtained through the litigation process.